Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive architect total b-hcg for one non pregnant patient. The following results were provided (reference range, non-pregnant women <5 iu/l): initial b-hcg result= 31.34 iu/l; repeat result <1.20 iu/l. There was no impact to patient management reported.

Event description:
The customer observed a false positive architect total b-hcg for one non pregnant patient. The following results were provided (reference range, non-pregnant women <5 iu/l): initial b-hcg result= 31.34 iu/l; repeat result <1.20 iu/l . Update, additional patient information was provided on 28nov2024. Patient was a 31-year-old female. There was no impact to patient management reported.

Manufacturer narrative:
Updated sections 2 and 3a to include patient demographics additional information was added to section b5 - describe event or problem.

Event description:
The customer observed a false positive architect total b-hcg for one non pregnant patient. The following results were provided (reference range, non-pregnant women <5 iu/l): initial b-hcg result= 31.34 iu/l; repeat result <1.20 iu/l update, additional patient information was provided on (B)(6) 2024. Patient was a 31-year-old female. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The search for similar complaints for lot 64278ud03 did not identify an increase in complaint activity for the issue. The ticket trending review did not identify any trend regarding commonalities for lot number 64278ud03 and issue. Device history review did not identify any related nonconformances, potential nonconformances or deviations associated with the lot number 64278ud03 and complaint issue. The overall performance of the architect total b-hcg was reviewed using field data from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labelling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent lot 64278ud03 was identified.